Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se then opened the compressor and found it dirty. Cleaned the water traps, inlet filter, pressure solenoid and rectified the problem. No parts were replaced. The ventilator has been returned to use.

Event description:
It was reported that the issue occurred during set up. The compressor was not creating air pressure and the ventilator was displaying air loss alarm.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 mixer is not working. Patient involvement is unknown.